Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon is leaking and deflating quietly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the provided lot number does not match any in the manufacturing system. There was no complaint device returned for investigation therefore no physical assessment could be conducted and the investigation will be based on document review. A simulation test was conducted with production sample (B)(4). The samples were inflated with 10ml of distilled water and soaked in water at 37 degrees celsius for seven days with no resulting leakage and the balloons remained inflated with normal condition and shape. The manufacturer performs a 100% inspection for products.